Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device had a small hole in the hose near the muffler, the rotational speed was below the minimum of at 90 psi and the vanes were worn. It was also observed that the modified set screw failed loctite assessment, hose verification and rotational speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose and an air leak. During in-house engineering evaluation, it was determined that the motor device had a small hole in the hose near the muffler, the rotational speed was below the minimum of at 90 psi and the vanes were worn. It was also observed that the modified set screw failed loctite assessment, hose verification and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.